Manufacturer narrative:
On (B)(6) 2011, a smart control stent was placed (diameter 6 mm x length 150 mm) in a 13.3 cm, 100% stenotic lesion in the left superficial femoral artery. The target lesion was not calcified or tortuous. At the end of the procedure no residual stenosis was noted. On (B)(6) 2011, patient was discharged home. Her medical history includes carotid plaque, essential hypertension, hyperlipidemia, insomnia, costiveness and lumbago. On (B)(6) 2011, she experienced left claudication when she went out. On (B)(6) 2012, she was seen in an unplanned office visit due to the claudication. The abi was 1.05 on the right and 0.60 on the left. She was scheduled for hospitalization for a percutaneous peripheral intervention. On (B)(6) 2012, she was admitted to hospital for treatment of the left leg and was treated on (B)(6) 2011 with balloon angioplasty and was discharged in good condition. Physician indicated that it was impossible to rule out a causal relation to the study device or index procedure because the event occurred in the study stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15141840 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Event description:
The (B)(6) year-old female patient was in the sm-01 study. On (B)(6) 2011, the patient's consent to participate in the study was obtained. Bayaspirin and plavix were started. On (B)(6) 2011, the study smart control stent was placed (diameter 6 mm x length 150 mm) to a 13.3 cm, 100% stenotic lesion in the left superficial femoral artery. The target lesion was not calcified or tortuous. At the end of the procedure no residual stenosis was noted. On (B)(6) 2011, patient was discharged home. On (B)(6) 2011, she was seen in an unplanned office visit because of a right groin hematoma. On (B)(6) 2011, she was seen in the 30-day follow-up visit. The determinate exam was performed. Because one month had passed since the index procedure, plavix was discontinued, and only bayaspirin was continued. On (B)(6) 2011, she was seen in the 180-day follow-up visit. The determinate exam was performed. On (B)(6) 2011, she experienced left claudication when she went out. On (B)(6) 2012, she was seen in an unplanned office visit due to the claudication. The abi was 1.05 on the right and 0.60 on the left. She was scheduled for hospitalization from (B)(6) for a ppi (percutaneous peripheral intervention). On (B)(6) 2012, she was admitted to hospital for treatment of the left leg. She was scheduled for ppi on (B)(6). The patient was treated with balloon angioplasty. The patient was discharged in good condition. Physician indicated that it was impossible to rule out a causal relation to the study device or index procedure because the event occurred in the study stent.

Manufacturer narrative:
The product remains implanted in the patient and was not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.